Manufacturer narrative:
A photograph and a video were provided by the customer for evaluation. A review of the photograph and video verifies a leak within the pump tubing organizer (pto) in the area around the blood filter. The leak appears to be coming from the weld at the blood filter. A material trace of the related components used to build lot h151 did not find any related non-conformances. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. The root cause of the pto leak was most likely due to a weak weld between the filter cover and base. The root cause of the weak weld could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). S.d.a. 12-aug-2020.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h151 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h151 shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the photograph and video is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4). (B)(6) 2020.

Event description:
The customer contacted mallinckrodt to report that they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The blood leak was visible near the pto filter. The ecp treatment was aborted and residual blood was returned to the patient. The customer reported that the patient was stable. The customer returned a video and photograph for investigation.